Manufacturer narrative:
Evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Battery charger/modem sn (B)(4) failed functionality testing.